Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to loss of capture (loc). A different lv lead was previously surgically abandoned and is now connected to the new device. No additional adverse patient effects were reported. Additional information received from the patient regarding clinical observations associated leads implanted during 2020, including this previously implanted lv lead. It was believed that the patient had five leads in his body at one point. As a result of the lead issues, the patient reported severe discomfort/pain/distress. This lv lead was surgically abandoned and replaced in 2020. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to loss of capture (loc). A different lv lead was previously surgically abandoned, and is now connected to the new device. No additional adverse patient effects were reported.